Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where the heater wires of the inspiratory and expiratory limbs were resistance tested. Results: the resistance test revealed that the inspiratory limb heater wire was open circuit and out of specification. No fault was found with the expiratory limb. A lot check could not be performed as a lot number was not provided. Conclusion: the electrical resistance of the heater wire was found to be outside the specification due to a break in the connection between the heater wire and heater wire pin inside the overmoulded plug. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire on the returned rt340 breathing circuit became faulty after it was released for distribution. (B)(4).

Event description:
A hospital in (B)(6) reported to our distributor that the heater wire was disconnected in the expiratory limb and the inspiratory limb was faulty on an rt340 adult dual-heated evaqua breathing circuit. This was found during use. No patient consequence was reported.